Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2018 - 00378. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and is currently experiencing pain and elevated metal ion levels approximately 10 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of the provided medical notes. Interim evaluation confirms the patient was experiencing pain and elevated metal ion levels. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.